Event description:
It was reported that a spectrum pump has a "bad door sensor." It was also reported there was no patient injury. During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.